Event description:
During a remote follow up, it was noted there was an alert received for capacitor charge time out on the device. Technical support was contacted and recommended device replacement to resolve the event. Device replacement is anticipated but has not yet been performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported field event of extended charge time was confirmed. Review of device data showed the device had a charge time out during capacitor maintenance. The high voltage capacitors were sent to the manufacturer for analysis. The cause of the long charge time was due to an internal high voltage capacitor anomaly associated with the abbott ellipse vr/dr implantable cardioverter defibrillator (icds) field action in august 2014.